Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer stated there was an over infusion of an antibiotic intended to infuse for 30 minutes and was completed in 20 minutes. There was no report of patient harm.

Event description:
The customer stated there was an over infusion of an antibiotic intended to infuse for 30 minutes and was completed in 10 minutes.

Manufacturer narrative:
Additional information provided. The customer¿s report of an over infusion was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log showed there were no infusions programmed on the reported event date of (B)(6) 2017, however 3 infusions of piperacillin/tazo were programmed on (B)(6) 2017 to infuse over 30 minutes each. The log shows that each of the 3 infusions did not complete as programmed, ending before the 30 minute duration. The first ended after 17 minutes with an air in line alarm, the second ended after 5 minutes with a channel disconnect, and the third ended after 1 minute when the device was powered off. Functional testing was performed and the device was infusing within specification. The root cause of the reported over infusion was not identified.